Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. The customer reported that about 25 units of insulin had dripped out of the septum. There was no impact to the customers blood glucose level. The customer loaded a new cartridge.